Manufacturer narrative:
Additional manufacturing release date for this product was (B)(6) 2008. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: pioneer surgical (presently rti surgical) manufactured the attachment bit (part number 391.883, lot number p031515). The supplier¿s certificates of conformance indicates that the parts met all required specifications. No material record reports or non-conformance reports were generated for this lot and the two receipts were released (B)(6) 2008 and (B)(6) 2008. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device reports from synthes (B)(4) reported the event from (B)(6).

Event description:
The fluted knob on the reported cable tensioner kept turning idle and never reached the desired tension. The tension of the cable tensioner sometimes reached around 20 kg. Eventually, the surgeon tightened cerclage cable by the force. There was 15 minutes delay in the surgery. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient data reported. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the device passed visual and function inspection. The cable freely passes through the attachment bit. A device history record review was conducted and found that the device met specification prior to shipping. A root cause could not be determined as the device functioned as intended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.